Event description:
It was reported that the patient presented on (B)(6) 2011 and was diagnosed with a myocardial infarction. Angiogram showed 99% stenosis in the proximal left anterior descending artery (plad). On (B)(6) 2011, a 3.5x23mm xience v stent was implanted into the plad without any issues. On (B)(6) 2011, the patient experienced ventricular tachycardia. The patient continued to decline and on (B)(6) 2011, experienced ventricular tachycardia and went into a coma. Per families request, the patient was discharged home and on (B)(6) 2011, the patient died. Reportedly, the cause of death was most likely from ventricular fibrillation. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Ventricular tachycardia, ventricular fibrillation and death are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.